Event description:
The customer reported that his evis exera iii bronchovideoscope experienced material separation during reprocessing. According to the initial reporter, the handle "came apart". There was no patient involvement during this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, the biopsy port had detached. Additionally, the unit failed the scope leak test due to a compromised instrument channel. The distal end adhesive was cracked with sections missing. The image the unit was displaying had multiple colors present. The charged coupled device's shrink tubing had been cut with corrosion and rust present. The subject device was not transmitting data properly, the switches were compromised and the angulation was low. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the biopsy port is not detached unless component falls off. However, the biopsy port detached was reported. Thus, the suggested event likely occurred due to the following: the biopsy port was intentionally disassembled. And then, it was reassembled. Since the reassembly was insufficient, the port was detached after that. When the biopsy port was disassembled, the component parts were broken. And then, the broken parts were reassembled. Since the reassembly was insufficient, the port was detached after that. Unexpected stress was applied to the rubber ring/ key/ biopsy port while handling the device. The root cause of why the device was not handled according to the device instructions for use (IFU) could not be determined. The following is included in the IFU and may have helped prevent the event: "prohibition of improper repair and modification: this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result." "Warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.